Event description:
Consumer called to report his meter is not reading accurately. Readings are inconsistent. Analysis run on consensus error grid (grid) using mean reading (160) as reference point vs bd readings (lo, 299) yielded data points in the c range of the grid, outside of the acceptable limits.